Manufacturer narrative:
The reporter's meter strips were returned for investigation. All testing with the returned strips produced acceptable results and no strip defects were observed. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter (B)(4). At 11:48 p.m. The result was 45 mg/dl. At 11:51 p.m. The result was 71 mg/dl. The customer believed the 71 mg/dl to be correct and no treatment was provided.